Event description:
It was reported that bd nexiva¿ closed IV catheter system leaked blood. This was discovered after use. The following information was provided by the initial reporter: blood leaked from the connection of the wing junction and the tube.

Manufacturer narrative:
H.6. Investigation summary: received a 22ga nexiva catheter-adapter extension set assembly inside an open package from lot 9074885. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Visual examination: the received unit was heavily soiled with blood residue. Damage (needle spear through) was observed near the nose of the adapter. The cut caused by the tip of the needle left a v shaped on the catheter tubing. Water-leak test: the unit was severely occluded with blood therefore the air could not flow through the catheter tubing. The test result was inconclusive. Conclusion(s): root cause not be determined ¿ the failure of catheter defective damaged was confirmed with the returned unit but the root cause could not be determined. The v shaped cut on the unit was caused by the needle tip spearing through the catheter. It is unknown if it occurred during manipulation of the product at user environment or during the manufacturing process. Existing risk controls include vision systems inspecting for this type of damage.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd nexiva¿ closed IV catheter system leaked blood. This was discovered after use. The following information was provided by the initial reporter: blood leaked from the connection of the wing junction and the tube.